Event description:
It was reported that there was a problem with the patient programmer. The patient noted not being able to make adjustment both with or without antenna attached. The programmer was not working over the last weekend. The patient was trying to increase stimulation but the programmer wouldn't work. The patient verified that information would come up on the screen but that the programmer would not connect to the implantable neurostimulator (ins), showing reposition antenna. It was noted that programmer was functioning. The patient's husband was trying to use the programmer to increase stimulation and does not use the antenna to connect. The patient tried to connect to the ins with the antenna attached but it would not connect. The patient last adjusted stim on (B)(6) 2014 and the programmer connected fine at that time. It was noted: will not interrogate. No patient injury reported. It was also noted that the patient was unable to control symptoms since fall. The patient was not currently feeling stimulation and noticed a return of symptoms for about 1.5 weeks. The patient normally is having to change programs every week to get control of her symptoms. The patient had a fall about (B)(6). Prior to the fall, stimulation was controlling her symptoms better than it was now. The patient did not report to the doctor that she had fallen and that symptoms were harder to control now than before. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v263727, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. Upon device return of the programmer, analysis found that the device was scrapped due to corrosion. (B)(4).